Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a gas leak was identified due to a failure in the electro-pneumatic proportional valve. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected for initial malfunction additional malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the subject device exhibited an intermittent issue with the front panel and led display was not showing. There were no reports of patient involvement.